Event description:
It was reported to philips the heartstart xl+ would not complete its shift check. It was displaying a steady red cross and intermittently beeping. There was no report of patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to re-perform the op-check. The customer re-performed op-check. The device passed testing and the issue was resolved. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains with the customer. There is no indication of a systemic problem. No further investigation or action is warranted.